Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests; however, hardware low level failure alarm is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s blood glucose value was 400 mg/dl. Customer also reported other blood glucose value such as 200 mg/dl. The customer was assisted with troubleshooting and insulin pump passed auto test and displacement test and no alarm after high pressure test. The insulin pump will be returned for analysis.